Event description:
A complaint was received from a nurse at a health care center. She reported that only half of the display screen is showing in the "hundreds and tens units" and none of the "units" is displayed. No pt medication was based on results form this system after the display issue was identified. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.